Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" suspected by mammogram. Healthcare professional later reported "ptosis and shape irregularity." Healthcare professional later confirmed "ruptured." This record is for the left side. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 8/15/2024. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as surgical damage. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with a non-allergan device.